Event description:
The customer reported that she was hospitalized due to hyperglycemia, with blood glucose levels over 1000 mg/dl. The customer stated that she was in a car accident on (B)(6) 2011, and the insulin pump has not been working properly since then. The buttons have been getting stuck, and the battery gets depleted quickly. The accident was not diabetes related, and she was not the driver. The dr determined that the insulin pump was not functioning, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.